Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the piston was not functioning anymore. The customer blood glucose at the time of incident was unknown. The customer does not mention any more details but piston not functioning anymore. The piston will be returned for analysis.

Manufacturer narrative:
Pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected rewind anomaly was noted. Unit was received with stained, faded and peeling serial number label, scratched case, minor scratched lcd window and damaged keypad overlay texture.